Event description:
It was reported that death occurred. Mild calcium was noted on the native aortic leaflets. Mild bilateral common iliac artery (cia) and femoral calcification and moderate bilateral tortuosity was noted. Vascular access was obtained via a right transfemoral approach. A 15f isleeve introducer sheath was placed. An extra small (xs) safari2 guide wire was positioned. A 27mm lotus edge valve was implanted. No patient complications were reported and the procedure had a successful outcome. Eleven (11) days later, the patient died. An autopsy was not performed.